Manufacturer narrative:
The technician found the side rail rivet ratchet is missing from the side rail end tube. The technician replaced the side rail end tube rivet ratchet to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.